Manufacturer narrative:
The lot number was not provided, and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As reported in the literature out of sixteen consumers, twelve consumers were exposure to contact lens care disinfecting solution containing polyquaternium-1. The actual contact lens care disinfecting solutions associated with the event is not known, therefore as per the article unspecified contact lens care disinfecting solutions considered as a suspect product. This complaint refers to one of the consumers out of twelve, who was exposed contact lens care disinfecting solution containing polyquaternium-1 and experienced bilateral dendritiform keratopathy. This consumer was referred with a one-month history of mild irritation of both eyes and blurring of the right eye. The consumer wore unknown daily wear soft contact lenses (dwscls) and contact lens care solution. The consumer had discontinued contact lens wear for one week and applied with artificial tears three times daily without improvement. On examination, the conjunctiva was noninflamed. The right cornea had linear branching epithelial keratopathy with scattered small subepithelial infiltrates. There were bead-like mucoid opacities scattered along the linear lesion. The left cornea had a less pronounced epithelial keratopathy. Corneal scraping was not performed. The patient was treated four times daily with topical prednisolone acetate one percent, with marked improvement after one week and resolution after three weeks. There was no recurrence reported by the consumer, primary ophthalmologist after resumption of contact lens wear using a different sterilizing system. No further information is available at the time of reporting.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alice y. Matoba, md,jeff r. Peterson, md, kirk r. Wilhelmus. Dendritiform keratopathy associated with exposure to polyquarternium-1, a common ophthalmic preservative. American academy of ophthalmology published by elsevier inc. March 2016, volume 123, number 3, 451-456. The manufacturer internal reference number is: (B)(4).